Manufacturer narrative:
The device was evaluated and repaired by a third party service center.

Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was sent to a third party service center for evaluation and the customer's complaint was not confirmed. The device powered on; however, the display screen was found to be physically damaged and could not be viewed. The device's lcd screen was replaced to address the issue.